Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was confirmed. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that there was some difficulty removing the protective sheath from the bioresorbable vascular scaffold (bvs) stent delivery system. After removal of the sheath, the bvs was evaluated and found to be okay for use in the patient as there was no apparent device deficiency. The delivery system was advanced to the intended target lesion in the predilated, first obtuse marginal coronary artery. The delivery system was inflated, but the balloon did not expand. When the pressure was increased, contrast was not filling the balloon. The device was removed from the anatomy and a leak was found at the hypotube. Another bvs was successfully implanted in the target lesion at 16 atmospheres. There were no adverse patient effects. There was no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. This event is being filed for the leak at the shaft of the delivery system and the failure to hold pressure. Though the absorb bioresorbable vascular scaffold (bvs) system is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed, is based on the xience v stent system predicate device that is determined to be the same and similar to the delivery system of this (bvs) device.